Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient returned post discharge in an office visit and was noted to have discharge from their previous chest tube site. Bacterial cultures were taken and the patient was started on doxycycline for 7 days while waiting for results. Wound culture showed no growth. The culture was taken from the old chest tube stab sites and the areas had a small amount of clear/yellow drainage. These have stopped and the old chest tube sites look within normal limits. Wound cultures were again negative and the patient was doing well at home with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although the patient's wound culture showed no growth, section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that doxycycline was started for 10 days, not 7.